Event description:
It was reported that a replacement pump does not charge correctly unless it is held upright on the charger; when placed screen-up on the charger, the indicator shows charging but the battery does not charge. Symptoms included no clinical symptoms reported. Outcomes included no impact to health reported. Investigation included complaint intake and basic troubleshooting education with the user. Investigation of this case revealed that the issue is consistent with a charging alignment or contact problem between the pump and charger. It was concluded that the device exhibited a charging malfunction without patient harm.